Event description:
Reference to (B)(6) for related complaints (documenting cassette #3 used with pump #3 with under-delivery). No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: corrections in: d1: brand name: updated, d2: common device name: updated, product code: fpa, g5: premarket 510k: k081156.